Manufacturer narrative:
Upon receipt of additional information, the articular surface will be voided due to revision is for loosening. The initial report was submitted in error and should be voided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - medical product: unknown tibia item # unk, lot # unk. G2: australia. H3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure eighteen years post implantation due to loosening. It is unknown which implant was loosen. Attempts to obtain additional information have been made; however, no more is available at this time.